Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as a gamma nail short. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient was experiencing pain in right hip so surgeon removed a short gamma nail. No medical reason given for the pain patient was experiencing.